Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly, the customer was wearing the infusion set for 3 days. Tandem technical support informed customer that wearing the infusion set for 3 days is off label per the tandem user guide. Customer¿s blood glucose level was 171-231 mg/dl.